Event description:
No death reported. Customer reported her compact plus system would not work (no error or malfunction specified) during an incident of hypoglycemia, requiring professional medical treatment. A request was made for the return of the sys and a replacement was sent.